Manufacturer narrative:
The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the OEM, the endoscope was received with mechanical damage to distal window assembly hermetic seal resulting in fluid invasion and subsequent minor damage to optical components. Fragments of the distal window are missing. The da vinci s surgical system user's manual specifically states: pre-operative inspection - use care when handling the endoscope to prevent damage to the internal lens. Working with the endoscope at the patient side - the operator must ensure that the endoscope is handled with great care, as the instrument is very delicate and can be easily broken if dropped or struck. Instrument and accessories cleaning and sterilization - exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on the distal windows and never clean with sharp objects or instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; a missing distal lens, were to recur could cause or contribute to an adverse event. Intuitive surgical has made multiple attempts to contact the site with the information provided by OEM. No response has been provided by the site at this time. If additional information is provided, intuitive surgical will provide a supplemental MDR.

Event description:
It was reported that the 12 mm 0° endoscope's right lense had a defect. At this time no report of fragments falling inside the patient or any harm to the patient has been provided by the hospital.